Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while performing testing, the gantry would not fully rotate when attempting to perform a 3d image acquisition. Troubleshooting found that the hb tank on the imaging system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gantry cable chain was returned to the manufacturer for evaluation. Functional testing was unable to replicate the reported issue. It was reported that the cable assembly had slight physical damage on one side.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replaced hv cable chain. The imaging system passed the system checkout and was found to be fully functional. The hv tank was returned to the manufacturer for analysis. Issue was able to be duplicated. Hv tank failed bench test. Open was found between j1e to j1a, j1d to j1a and j1k to j1a the relay coil. The resistance between point j1f to j1g failed, measured 0.8 ohms expected 4.5 ohms, j1h to j1g failed, measured 0.9 ohms expected 4.5 ohms, c-s and c-l failed, measured 0.3 ohms expected 0.5 ohms. Visual inspection passed, no leaks found. The hardware investigation found that reported event was related to an open electrical failure. No other parts have been returned for analysis.